Event description:
It was reported that the pump was flipped on its side. This had not been confirmed. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).